Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error and started to make a buzzing sound. The blood glucose reading is 137 mg/dl. The insulin pump was exposed to MRI. The displacement test failed. Advised customer the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with motor error alarms during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to excessive alarm anomaly.